Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 mixed tricuspid regurgitation (tr) for a triclip procedure. During the preparation triclip steerable guide catheter(tsgc), the hemostasis valve was unable to hold column after de-airing the guide. The procedure was repeated twice and was unsuccessful. The tsgc was replaced with another device to complete the procedure. The tr was decreased to grade 2+ post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 mixed tricuspid regurgitation (tr) for a triclip procedure. During the preparation triclip steerable guide catheter(tsgc), the hemostasis valve was unable to hold column after de-airing the guide. The procedure was repeated twice and was unsuccessful. The tsgc was replaced with another device to complete the procedure. The tr was decreased to grade 2+ post procedure. There were no adverse patient effects or clinically significant delay reported.